Manufacturer narrative:
The product information was unable to be obtained through good faith efforts. No info is available in pif database.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis migrated into the groin. No erosion occurred and the device was still functional. The device was explanted and replaced. No patient complications were reported.